Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed assembly determined the cause for the malfunction to be a missing resistor, designator r35, on the memory pcb assembly. This prevented the system pcb assembly from booting up.

Event description:
During a scheduled inspection, physio-control found that it would not boot up completely. The device was unable to provide defibrillation therapy. There was no patient use associated with the event.